Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, when the arm was loosened after the surgery, the red nylon washer was found to have cracked and a part of the nylon washer fell onto the drape. The fallen part was retrieved and moved for cleaning, but it was discovered that one of the balls from the nylon washer was missing. The patient underwent a CT scan; however, the results are unknown. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 26,2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer) . H6 (identification of evaluation codes 10, 3331, 4248, 19). The affected sample was inspected upon receipt and confirmed that the red nylon washer was broken. There was also some corrosion noted on the device. However, the device was noted to expire on 2023-08-21; therefore, being used approximately 2 years and 3 months past expiration. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.